Event description:
According to the reporter: two of the sulus did form the staples properly after the stapler was fired. It was necessary to use 2 additional sulus. No injury or pt damage accorded. The surgeon stapled at another portion of the tissue to guarantee that the tissue had been correctly stapled.

Manufacturer narrative:
(B)(4).